Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 80 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. Customer¿s other blood glucose level was 120 mg/dl at the time of call. Customer stated that the sensor received change sensor alert, sensor updating alert and calibration not accepted alert. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.